Event description:
Procedure type: resection of lower rectum. According to the reporter: instrument had not stapled but did partial cut. Had to change surgery to open surgery, extension of surgery time, no blood loss, no tissue loss, no part fell into cavity, no reinforcement material was used. Original stapler and magazine were discarded by client.

Manufacturer narrative:
(B)(4).